Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 24095556 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim during xxxxxx sq injection, approximately 5cc in, the texium began to leak at insertion site of sq needle. Lot 24066893, exp 2027-06-25. Injection was stopped. Needle removed from insertion site. Texium and sq needle removed. New sq needle to syringe and completed the remainder of injection at alternative site without further issues. Estimated loss of drug less than 2 drops.